Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had biometric identifier login issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the biometric identifier (bio ID) login had failed. A technical support specialist contacted the customer and confirmed that the issue was a one-time occurrence. The specialist advised that the biometric identifier feature worked best with warm and dry hands and provided instructions via email to re-register the bio-ID fingerprint. The customer acknowledged the guidance, confirmed resolution, and the case was closed. The system functioned as intended after the technical support specialist resolved the issue.